Event description:
It was reported by the patient that they experienced pain and burning at the implantable cardiac monitor (icm) site. The device will be explanted. No further patient complications have been reported as a result of this event.